Event description:
Surestep enhanced meter was prompting the "error 1" message. The customer service representative verified patient's testing techniques. The meter was cleaned and a retest was performed. The meter prompted "error 1" message. The confirmation dot compared to the color chart on the test strip vial indicated a blood glucose level of 350 mg/dl. No symptoms were reported and no medical care was sought during the time of concern. Based on the information available, there was no evidence of a serious injury. There is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter was replaced.